Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a faulty door closed sensor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported "faulty door closed sensor" was not reproduced. A review of the event history log revealed multiple ¿shut door ¿ power off¿ messages, which can occur as part of expected pump function if the user attempts to power off the pump prior to closing the door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the door was found to be physically difficult to close with a loaded set. The cause was identified to be the link binding due to the out of adjustment dof label, which requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.